Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was septic on initial presentation to the medical facility. The patient was started on intravenous (IV) fluids with the sepsis protocol and a broad spectrum of antibiotics. It was further reported that there was suspicion of bacteremia and possible endocarditis. Blood cultures were taken and subsequently resulted in an organism of streptococcus pyogenes. Antibiotics were adjusted based on sensitivity. The cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.